Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were noise episodes noted on the right atrial (ra) lead. The device was reprogrammed to resolve the event and the patient was stable with no consequences.

Event description:
Additional information received indicated the noise previously reported resulted in oversensing and inappropriate mode switching. Additionally, lead provocation testing was performed and the event was reproducible. No additional intervention was performed to resolve the event. That patient was in stable condition and will continue to be monitored.